Event description:
It was reported that patient with this inflatable penile prosthesis (ipp) was not satisfied with the pump of the device. It was noted that the patient experienced discomfort and pain even after multiple adjustments were attempted. A surgical procedure was performed in which the existing device was explanted. There were no further patient complications reported.